Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon inflation difficulties, leakage and deflation difficulties occurred. The 90% re-stenosed and non calcified lesion was located the moderately tortuous shunt anastamosis site at femoral artery. Vascular access was gained through the femoral graft. The ultra-thin balloon dilatation catheter was advanced to the lesion for treatment, the balloon would not inflate properly and leakage was noted at the guide wire lumen and tip. The balloon was inflated once to an unspecified atm. Deflation difficulty was also encountered and the physician attempted to deflate with an encore26 and syringe. Blood and contrast media were drawn into the deflation devices. The device was removed from the pt without incident. It was reported that the physician checked the balloon after removal and found no rupture. The procedure was prolonged due to the event for a total of 80 minutes but was completed successfully with a different device. The patient's status was reported as "no problem."